Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and the instrument was found to have a dislodged grip cable at the proximal end in the housing, likely causing the cables to appear loose at the distal wrist. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the dislodged grip cable. The complaint regarding a broken cable was confirmed by failure analysis.